Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind test and motor position encoder error alarm was confirmed in history file due to jammed motor gearbox. Analysis was unable to perform displacement test due to motor error alarm. The insulin pump had cracked display window corner, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received motor position encoder error alarm and a motor error alarm. The customer's blood glucose was 468 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they were unable to rewind the insulin pump due to motor position encoder error alarm. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.